Event description:
The arjo was informed about an event regarding maxi move passive floor lift and arjo clip sling (model no maa4000m-s). It was reported that during transfer a resident began to stiffen, lean back, and started to slide out backward from the sling. The nurse placed her hands in the resident's hip area to avoid the fall. The resident slipped out of the sling and sustained the head and lung contusion.